Event description:
Additional review of the event determined the power-on-reset (por) message appeared after suspected electrocautery. The patient had been implanted the day prior to report.

Event description:
Additional information reported indicated that the battery was reset to default settings. The implantable neurostimulator was reprogrammed and this resolved the issue. It was noted that the patient was doing well with the implant. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that a power on reset (por) condition occurred one day after implant of the neurostimulator. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).